Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4)manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was having high blood glucose and had trouble with his transmitter and sensor. Customer stated he was getting sensor error. Customer stated wanted to know if we can assist him with his basal rates due to he has been having high blood glucose. Advised the customer we can show him how to change the rates but not what to set them to. Customer's blood glucose was 450 mg/dl. Customer stated that insulin pump brings down his blood glucose only into 300's mg/dl. Customer declined to do troubleshooting for high blood glucose due to he thinks it was not the insulin pump. Customer stated he will contact his doctor if the setting can be changed, no further information provided.